Manufacturer narrative:
The navio handpiece intended for use in treatment, had a broken lead screw nut. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was unthreaded from the snap lock. The root cause of this issue was found to be supplier / raw material fault.

Event description:
It was reported that the handpiece has its lead screw nut broken. This was found in lab/demo; therefore, no patient was involved.